Event description:
It was reported the urinometer did not drain at the connection between the foley catheter and the measuring chamber. No patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.